Event description:
It was reported that the patient had no stimulation sensation and for a couple of days prior he had lost therapeutic effect. The physician planned to investigate the device after treating the patient for his enlarged prostate. The device remained inoperative and "out of order". Further info is being requested from the hcp at this time.